Event description:
A peritoneal dialysis (pd) patient reported a fluid leak with the cycler cassette right from the end of the blue pin. The patient called their registered nurse and was advised to discontinue treatment. The patient resumed treatment the following evening. Upon follow-up, the clinic manager (cm) confirmed the fluid leak event. The cm stated during an unknown phase and cycler of treatment that fluid began to leak from the stay safe connecter. The cm stated cause of the leak was unknown and the pin had not been pushed on or tampered with. The cm stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: d10.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak with the cycler cassette right from the end of the blue pin. The patient called their registered nurse and was advised to discontinue treatment. The patient resumed treatment the following evening. Upon follow-up, the clinic manager (cm) confirmed the fluid leak event. The cm stated during an unknown phase and cycler of treatment that fluid began to leak from the stay safe connecter. The cm stated cause of the leak was unknown and the pin had not been pushed on or tampered with. The cm stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak with the cycler cassette right from the end of the blue pin. The patient called their registered nurse and was advised to discontinue treatment. The patient resumed treatment the following evening. Upon follow-up, the clinic manager (cm) confirmed the fluid leak event. The cm stated during an unknown phase and cycler of treatment that fluid began to leak from the stay safe connecter. The cm stated cause of the leak was unknown and the pin had not been pushed on or tampered with. The cm stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.